Event description:
It was reported that the patient with this pacemaker was admitted to the hospital after having experienced a syncopal episode. Review of device data indicated the pacemaker was in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.